Event description:
Per the clinic, the patient reportedly had a decrease in performance. Per the clinic, the patient was explanted due to a device failure. No testing was conducted to confirm or deny the failure of the device. Patient was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.